Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an ercp with stent pull procedure performed on (B)(6) 2015. According to the complaint, during the stent removal procedure, a snare was used to retrieve the stent. The physician had grasped the tailing end of the stent, and after attempting to remove it from the duct, the portion grabbed by the snare had broken off. The broken portion of the stent was then removed. The remaining stent was repositioned and then removed using the snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the stent was discolored throughout. The shaft in the proximal tip along with the proximal barb was torn off. The stent was kinked where the piece was missing which likely came from the snare during removal. The issue was identified during the procedure and inside the patient. The event description states, ¿when he went to pull it with resistance out of the bile duct, the stent 'tore or broke' in the proximal end (the end that was hanging right outside the papillae).¿ most likely some anatomical/operational factors were encountered during the removal so that the stent became broken. Using a snare is a standard technique for biliary stent removal. Force on a snare wire when resistance was met could cut or tear the stent during the removal procedure. The kink most likely occurred when grabbed by the snare. During manufacturing the devices are 100% inspected for device functionality and integrity. Therefore, ¿operational context¿ was selected as the most probable root cause of the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot 17584729.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an ercp with stent pull procedure performed on (B)(6) 2015. According to the complaint, during the stent removal procedure, a snare was used to retrieve the stent. The physician had grasped the tailing end of the stent, and after attempting to remove it from the duct, the portion grabbed by the snare had broken off. The broken portion of the stent was then removed. The remaining stent was repositioned and then removed using the snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of stent broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.